Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2023, the user reported there was a decline in hearing with the device, with the volume changing with head movement.

Event description:
In (B)(6) 2023, the user reported there was a decline in hearing with the device, with the volume changing with head movement. Re-implantation with bone conduction implant took place on (B)(6)2024. The conductive link and floating mass transducer (fmt) was surrounded by bone so only the coil and housing were removed. The fmt movement was not inhibited by the bone growth.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device malfunction which is supposed to have been present before explantation. Mechanical damages found during investigation are attributable to the removal surgery. This finding was expected, because according to the recipient report the device was found to be functional whilst implanted. The reported problems of insufficient auditory perception appear to be related to an insufficient mechanical device coupling to the round window, which occurred as consequence of a post-operative fmt migration. This is a final report.